Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: on (B)(6) 2014, the patient had right superior lobe segmental resection due to lung cancer. On (B)(4) 2015, the patient had breathing difficulty, and a medical examination was performed on (B)(6) 2015. On (B)(6) 2015, the patient was re-operated. Necrosis was observed near the edge of reinforce staple line, and leakage occurred (pneumothorax). No additional resection was possible, and the physician sutured the leak area and completed the procedure. The patient was discharged from the hospital.